Event description:
A male patient had four cypher stents (cat and lot unknown) and one competitors's stent implanted in an unknown artery. Seven days after the procedure, the patient died at a different hospital of a heart attack. It was reported that the patient's rca and circumflex had occluded. The physician was unable to get pictures of other vessels due to the patient's death. No additional information is available.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that this medwatch report represents one of four products involved with this event which is associated with MFR. Report # 3003742446-2009-0203, 3003742446-2009-0205, and 3003742446-2009-0206.